Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin. The customer¿s blood glucose levels were high as 18 mmol/l. The customer was treated with insulin pump and manual injections for high blood glucose levels. The drive support cap of the insulin pump was normal. Troubleshooting was performed for under delivery and high blood glucose values. The device is not expected to be returned for analysis.